Event description:
It was reported that the patient presented due to a vibratory alert. Upon review, it was discovered that the right ventricular lead exhibited high hv lead impedance. No intervention was performed. The patient was in stable condition.